Event description:
After pt treatment with juvederm on the sides of the mouth, the pt experienced a little indentation at the injection site after the product had degraded. No further info is known as the pt did not give allergan permission to contact the physician.

Manufacturer narrative:
.